Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker exhibited high power consumption. Also, it was noted that the patient with this device had persistent atrial fibrillation (af). Moreover, the device increase in power was coincident with high rate atrial sensing. The power consumption decreased after the af decreased. To date, the device remains in service. No adverse patient effects.